Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noticed a pattern recently with changes in barometric pressure. The pressure reportedly dropped almost 0.5 inches hg in the last 24 hours and the patient experienced excessive weakness today ((B)(6)-2012), among other "mild symptoms."